Event description:
It was reported that the right ventricular (rv) lead impedance had risen to 1400 ohms. It was noted that the patient is in chronic atrial fibrillation (af). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID sedr01 implantable pulse generator (ipg) implanted: 2009-(B)(6), product ID 506852 implantable pacing lead implanted: 1997-(B)(6). (B)(4).